Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6319835. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® push button blood collection set had the safety activated which caused blood to spatter all over the nurse and patient. Upon closer inspection, the hard plastic container that the needle retracts into had shattered and the needle was safely in the container. No injury or medical intervention reported.